Manufacturer narrative:
Product event summary: data files were returned and analyzed. Images were returned from the field and reviewed. Review of the fluoroscopy images display implantable cardioverter defibrillator (ICD) lead and catheter in proximity to ICD lead. Additional fluoroscopy image displayed unlabeled measurement caliper with measurement line from catheter to ICD lead. Separate image displayed a pop-up window stating "the current length is 3.605 cm". Affera images displayed radiofrequency ablation lesions on cavotricuspid isthmus. Images displayed radiofrequency lesions 21-23. Sweep graph on images depicted oversaturated electrograms during ablation. Images did not display ventricular fibrillation on sweep graph. In conclusion, the reported clinical issue cannot be assessed through data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using radiofrequency on the cavotricuspid isthmus, approximately 3 cm away from another manufacturer's implantable cardioverter defibrillator lead, polymorphic ventricular tachycardia was observed at the end of radiofrequency delivery. The episode was non-sustained, and external defibrillation was prepared but terminated just before delivery as the polymorphic ventricular tachycardia resolved on its own. The implantable cardioverter defibrillator (ICD) therapy was disabled, suggesting the ICD paced on the t wave. The patient had no underlying rhythm, and r on t delivered by the implantable cardioverter defibrillator during radiofrequency delivery or pause-dependent polymorphic ventricular tachycardia was assumed. The case was completed. No further patient complications have been reported as a result of this event.